Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking valve was unconfirmed because the problem could not be reproduced. The product returned for evaluation was one 5fr dl powerpicc solo catheter. The unit was functionally tested by flushing the luer with water using a 12 ml luer lock syringe. During testing, no leaks were identified. The solo valve was separately tested by infusing the catheter with water and suspending the catheter upside down to observe if the solo valve leaked; however, no leaks were identified. The catheter was microscopically inspected but no remarkable features were observed. Based on the available evidence, the reported failure could not be confirmed. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking valve was unconfirmed because the problem could not be reproduced. The product returned for evaluation was one 5fr dl powerpicc solo catheter. The unit was functionally tested by flushing each luer with water using a 12 ml luer lock syringe. During testing, no leaks were identified. Both solo valves were separately tested by infusing the catheter with water and suspending the catheter upside down to observe if either of the solo valves leaked; however, no leaks were identified. The catheter was microscopically inspected but no remarkable features were observed. Based on the available evidence, the reported failure could not be confirmed. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported patient's left basilic vein was inserted with powerpicc solo at left svc by radiologist on (B)(6) 2026. Embolism was found in patient after few days. On (B)(6) 2026, surgeon doctor removed the PICC. After removal of the PICC, the removed PICC was shown intact with the remaining tip. Hospital suspected that the air was gone in though valve in the powerpicc solo. No further information was provided.

Event description:
Additional information: air embolism was treated with hyperbaric oxygen therapy. It is unknown how much air embolized. Patient reported right-side weakness to the nurse. Nurse assessed the patient, gcs was e4m5v6, limb power of right side 2/5, left side 4/5, bilateral pupil size 3mm, reactive to light. Blood pressure: 101/72mmhg, pulse: 89/minutes, spo2: 94% in room air, temperature: 36.6. Patient's status post-treatment was requested but not provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.